Event description:
It was reported that the patient presented in the emergency room due to bradycardia symptoms with their heart rate at 40 bpm. After attempting to interrogate the pulse generator, a message appeared that a 3510 programmer is needed to interrogate the device. Tse confirmed a 3510 programmer is not needed to interrogate this device. The device was interrogated through etp and a message appeared that the device was in back up vvi. A software download was unable to be performed on the device as another failure message appeared. A device image was unable to save. There is intermittent telemetry with the device as the telemetry lights are unstable and a telemetry test resulted in 7/10 successful attempts. There are no known sources of emi in the room. The physician elected to explant and replace the device successfully.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Should have been (B)(6) 2017 rather than blank.